Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was turning off on its own. The station was back up after the customer adjusted the power cables, but the issue remained intermittent. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was turned off. A field service engineer (fse) determined that the backup battery was faulty during diagnosis. The power module was replaced, and the customer confirmed that the station was operating properly. The system functioned as intended after the field service engineer repaired the device.